Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test and occlusion test. The pump was received with stripped battery cap threads, broken battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, and minor scratches on display window. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a damaged battery cap on the insulin pump. The customer's blood glucose reading was 590 mg/dl. The customer treated her high blood glucose with manual bolus. The customer stated that the threading is damaged on the battery compartment and the cap cannot screw on. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.